Event description:
It was reported that post implant of the device, the right ventricular (rv) threshold had increased and high impedance. It was noted that the lead was not fully inserted in the header. It was observed that there was an occasional pause on the patient's telemetry (the patient is pacemaker dependent). There were also some ventricular sensing episodes showing ventricular safety pacing. The lead and device were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.